Event description:
Per the clinic, the device was explanted on (B)(6) 2021 under general anaesthesia. Reimplantation is planned but has not taken place as of the date of this report.

Event description:
Per the clinic, the patient experienced persistent infections and skin overgrowth at the abutment site, and was treated with injectable steroids, every 6 to 8 weeks (specific dates not reported). The implanted device remains.